Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the head could not be implanted because it fit too loosely on the stem.

Manufacturer narrative:
The femoral head was returned for review. Visual inspection found no visible damage on the device. Dimensions were found conforming to print specifications where measured. Review of the device history records found no deviations or anomalies related to this reported issue. Product history search revealed no additional complaints for the related part and lot combination. This device is used for treatment. The reported issue was stated to be related to surgeon error during use in the procedure.

Event description:
Additional information received stated the femoral head was not implanted as the joint was loose; a longer femoral neck was needed.